Manufacturer narrative:
Clinical determined the event to be inconclusive. Settings used were aggressive, but within normal range. Patient was prescribed silver sulfadiazine topical 3 times daily. Scab was formed and removed by debridement. The device history record confirms that the product passed and met all requirements before releasing. Burn was examined by cynosure medical director who confirmed scarring. A service evaluation has not yet been completed. When the device has been returned for evaluation, the outcome of the investigation will be updated as needed. Burns are expected side effects from such treatments; however this event is reportable because scarring is considered a serious permanent injury and patient received intervention.

Event description:
It was reported that patient experienced blister on the upper arm following a laser tattoo removal treatment using picosure pro.